Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose event due to infusion set bent cannula. The customer¿s blood glucose was 528 mg/dl at the time of incident. Customer stated that the insulin pump had a no delivery alarm and the infusion set cannula did not fully insert in the insertion site. Customer reported that blood glucose reading was 180 mg/dl and woke up with a 528 mg/dl blood glucose reading. Customer treated for the high blood glucose and no troubleshooting was performed. The insulin pump is not expected to return for analysis.